Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information requested and received: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes the device deliver staples. They were not formed properly. Yes the staple line was complete. Yes the device cut, but not completed line. There was issue with the cut line irregular and the knife was dull. Yes there was difficulty in opening the device but at the end it opens. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that misfiring while stapling in the second reload the stapler didn't cut and tissue is slipped so the doctor tried it again with another reload same happened and then change the stapler. No patient consequence.